Event description:
Upon repositioning patient, blue strap of trach ties discovered to be torn. This is the velcro strap secured to back of trach holder, along the left side of the neck, below the left ear ( not the white velcro straps attached to the planges of the cuffed bivona trach). This product was pepper medical pediatric tracheostomy tube holder # 502. These trach ties were new from 22:30 when this rn and the respiratory therapist performed trach and trach tie care. Patient repositioned side to side x2 after the initial trach tie change without incidence, until detection at 03:00 the next morning that the securing blue velcro tab was torn, no longer adequately securing the tracheostomy.